Manufacturer narrative:
Device evaluation summary: device evaluation of monitor, sn (B)(4) has been completed. As received, the monitor would not power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) was completed. As received, the electrode belt was unable to communicate with a monitor. The cause for the failure to communicate with a monitor was isolated to a thermally damaged u727 processor and esd700 diode array on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. There was no death or allegation of a serious injury associated with the defective electrode belt or defective monitor. Device manufacture date: monitor: sn (B)(4): 05/27/2014, reuse; ectrode belt: sn (B)(4): 09/17/2015, reuse.

Event description:
A us distributor contacted zoll to report that a patient alleged that a treatment event had occurred. The patient was conscious and walking into his home to sit down at the time of the alleged treatment event. The patient's wife was present at this time. The patient reported that they did not press the response buttons until after the alleged treatment had occurred. The patient reported that they went to the hospital after the alleged treatment. Upon receipt of the electrode belt and monitor, reportable device malfunctions were found. The monitor was unable to power on and the electrode belt was unable to communicate with a monitor. No downloaded software flags or ECG data is available from around the time of the alleged treatment event due to the damage to the monitor. Therefore, the alleged treatment event could not be confirmed. There was no death and no allegation of a serious injury associated with the alleged treatment event.